Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes buttons need to push harder to get response from them. The customer's blood glucose value was unknown. The insulin pump had button error alarm. The battery life was diminished, slower rewind and insulin pump became non-responsive to new battery. The insulin pump will not be returned for analysis.